Event description:
Patient has been using whisperject for over 2 year mark for the last eight months and now states that he has been experiencing issues every month, where at least two doses are wasted. Reported to (B)(6) by health professional.